Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that battery cap opening has a crack on it and also stated that the pump does not always tell him when there is no delivery on the reservoir. Blood glucose levels were not reported. Advised to disconnect from pump as pump needs to be replaced. Product not being returned for analysis.